Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient fentanyl 1500 mcg/ml at 1200 mcg/day and compounded baclofen 75 mcg/ml at 60.042 mcg/day via an implantable pump. The indication for use was non-malignant pain. A physician¿s assistant from the clinic contacted the company representative to notify them that the patient¿s pump went into a motor stall on (B)(6) 2017. The patient had heard their pump alarm go off and the patient saw the physician on (B)(6) 2017 and the pump was put into minimum rate by the physician assistant. The patient was then sent to the ER (emergency room) with their pump printout. Per the event logs a motor stall occurred on (B)(6) 2017 at 20:39 and a motor stall recovery occurred at 23:54 and a motor stall occurred (B)(6) 2017 at 04:22. There were no known environmental, external, patient factors that may have led or contributed to the issue. It was unknown if any diagnostics or troubleshooting was performed. The issue was not resolved at the time of the report. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The patient status was noted as alive, no injury. Additional information received on 13-dec-2017 the reporter did not know if there were any symptoms or issues the patient may have had. No further complications reported.